Manufacturer narrative:
The reported loss of stimulation was not confirmed. The extension was returned cut and incomplete as a consequence of the explant procedure. Only a 19cm header segment was returned. Visual inspection identified the terminal electrode from the returned lead broken off inside the connector block. After the electrode was removed, the lab lead could be fully inserted and secured inside the header without any issue noted. The extension also passed continuity testing. No physical or functional anomaly that existed prior to explant that would contribute to the reported issue was observed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report number: 1627487-2019-06761. It was reported that the patient experienced ineffective therapy during their trial. As a result, surgical intervention was taken. During the procedure it was noting that extension and lead disconnected. Both were replaced.